Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of a broken cable. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A site history review was performed and no related complaints were found. A review of system logs showed that the small grasping retractor was last used on system number (B)(4) on (B)(6) 2020 and it had 2 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that after a da vinci assisted right colon resection, when removing the small grasping retractor out of the patient and the trocar, the customer identified a broken cable on the instrument. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.